Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that the peg seal of a mynxgrip vascular closure device (vcd) did not come out of the device. Fingertip compression was held during device removal. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic peripheral procedure. The user shuttled down completely. There was no significant resistance felt when shuttling down. Unusual force was applied when retracting the sheath. Afterwards, it was confirmed that the sealant was present by using a scalpel. Manual compression was applied for 15 minutes. The patient's hospitalization was not extended as a result of the event. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. However, the shuttle tube and advancer tube were dissected into 2 segments near the grey handle. The procedural sheath was on the catheter shaft. The sealant was not returned with the device and the balloon bunched together at the balloon¿s distal neck as received. The condition of the returned device indicates that the device may have been manipulated after the procedure. Visual inspection at high magnification also found that the catheter outer shaft was also damaged which exposed the core wire and caused the balloon material to bunch together at the balloon¿s distal neck. No functional testing could be performed due to the condition of the returned device. A review of the manufacturing documentation associated with lot f1710203 was performed the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, the condition of the returned device, the investigation performed and without the return of the sealant, the event reported as the peg seal of a mynxgrip vascular closure device (vcd) did not come out of the device could not be confirmed and a root cause could not be conclusively determined. However, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the unsheathing step, resulting in the device failing to deploy. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the peg seal of a mynxgrip vascular closure device (vcd) did not came out of the device. Fingertip compression was held during device removal. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic peripheral procedure. The user shuttled down completely. There was no significant resistance felt when shuttling down. Unusual force was applied when retracting the sheath. Afterwards, it was confirmed that the sealant was present by using a scalpel. Manual compression was applied for 15 minutes. The patient's hospitalization was not extended as a result of the event.